Event description:
The pump was returned for investigation. Investigation revealed a scratched and dim display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be scratched and dim. A test display was used for evaluation and was found to be functioning properly. Unrelated to the display issue, the keypad symbols were observed to be worn, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.